Event description:
Over tensioned due to limitation of the size of implants. Post-operative deltoid muscle dysfunction with axillary nerve palsy. Pt had less motion than expected, was sent to pt continued to be limited and emg was ordered. Emg confirmed axillary nerve pathology on (B)(6) 2015.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.